Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was unable to self-treat, and had contact with a healthcare professional (hcp) who provided unspecified treatment. Adc customer service attempted to obtain additional information regarding the medical event but the customer refused to provide further information. There was no report of death or permanent impairment associated with this event.